Event description:
Related to MFR report #2183959-2010-00372. Related to MFR report #2183959-2010-00373. It was reported that the pt was implanted with, "products" that allegedly cause, "sever and permanent bodily injuries and significant mental and physical pain and suffering, and economic losses." In the complaint the apogee, perigee and sparc devices are referred to as "products".

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.